Event description:
Pt implanted in 2001. Over the past six months to a year, he began experiencing "issues" that became debilitating. Mesh was explanted; it was found to have come loose from surrounding sutures and was free floating.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or add'l info becomes available.